Manufacturer narrative:
(B) (4): the visual examination shows that the upper dynamic jaw is broken off approximately flush with the end of the upper shaft. The broken portion of the dynamic jaw was not returned for analysis. The location and direction of fracture, in addition to the force required in order induce fracture is consistent with the application of excessive force. Microscopic examination of the fracture surface revealed a fairly brittle fracture surface, consistent with failure due to excessive force. The above observations are consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the tip of the instrument was broken and retrieved. No patient complications were reported.